Manufacturer narrative:
Corrected data in section: h6 (component code) "4755 - part/component/sub-assembly term not applicable" replaces "439 - cusp/leaflet", h6 (type of investigation) "4115 - device discarded" replaces "4117 - device not accessible for testing" updated section h6 (investigation findings) and h6 (investigations conclusions). H11: additional manufacturer narrative: the device was not returned for evaluation as it was discarded. Attempts have been made to obtain additional information, however, the customer was not able to provide any further information on this event. The instructions for use (IFU) have been reviewed, and no inadequacies have been identified with regard to warnings, contraindications, and the directions/conditions for the successful use of the device. The reported type of event is included in the IFU. Device dehiscence or suture torn out may occur early or late. When it occurs in the intraoperative period, it is typically a result of inadequate device implantation in combination with friable myocardial tissue. Valve dehiscence is not a malfunction related to a manufacturing deficiency of the device. There is no evidence to suggest a manufacturing defect caused or contributed to the reported event. The most likely cause is procedural factors, including an undersized valve seating, which led to the tearing of one of the three sutures.

Manufacturer narrative:
H11: additional manufacturer narrative: the device was not returned for evaluation. Attempts to retrieve the device and additional information are in process. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Per the report received from italy a valve model 8300ab implanted in the aortic position was explanted after an unknown duration due to the undersized valve seating, which led to the tearing of one of the three sutures and caused valve dehiscence into the left ventricle. The intuity valve was removed and replaced with another valve. The patient was reported to be in stable condition.